Event description:
Five resolute integrity rx drug eluting stents were implanted in a patient. An angiogram had disclosed that eight previously implanted other brand stents, were reported to be badly occluded . It is reported that, following implantation of the resolute integrity stents, the patient began to grow red and dark purple discolorations on both arms. Patient was tested and found to be plavix-resistant. Patient had been taking clopidogrel 75 mg. For 12 consecutive years. Effient, once daily, was substituted and one additional medtronic stent was implanted, approximately 5 weeks later. It is reported that the patient has not felt well since the first procedure, has experienced chest pain and continues to grow red and dark purple discolorations on both arms.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (allergic reaction), root cause is undetermined but appears to be most likely a drug related allergy. Evaluation conclusion: no conclusion can be drawn as to the exact root cause of the allergy. (B)(4).